Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced issues with the infusion set and reservoirs. The customer's blood glucose was unknown. The customer explained that he had an issue of not being able to get the insulin to pass from the reservoir into the infusion set. The customer also did not receive any error message from the insulin pump. The customer stated that he was performing a manual push through the tubing of the infusion set. The customer was advisd that replacement infusion sets and reservoirs would be sent. The customer did not return the product for analysis.